Manufacturer narrative:
Batch review performed on 20 june 2017. Lot 132870: (B)(4)items manufactured and released on 16 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The pathogen will remain unknown. The surgeon performed an I&d and poly swap. The surgery was completed successfully. X-rays and explants are not available.